Event description:
It was reported that on (B)(6) between 6:00 pm and 7:30 pm. Interruption of the monitoring on an intubated patient who according to their explanations, the patient would have detached the connections. And so in this time slot from 6:00 pm to 7:30 pm there was no alarm. No adverse patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
Draeger service engineering reviewed the log files and was able to determine that the device was alarming as intended. According to the input recorder in the log files, there was no user interaction at the cockpit between 18:05 and 19:33. Beginning at 18:10 the system generated an ECG leads off alarm with multiple additional alarm messages including cannot analyze st and spo2 sensor off alarms. The complainant was provided this information. There was no draeger device failure identified.

Event description:
It was reported that on sunday (B)(6) between 6:00 pm and 7:30 pm. Interruption of the monitoring on an intubated patient who according to their explanations, the patient would have detached the connections. And so in this time slot from 6:00 pm to 7:30 pm there was no alarm. No adverse patient impact was reported.